Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during linking of the artery in laparoscopic video laparoscopy cholecystomy, the surgeon able to squeeze the handle, but there were issues experienced with the loading or firing of the clips. Also, the jaws would not close. Some clips fell into the cavity, but removed. There was an issue with the packaging because the clips were jammed and partially displaced but not compressed. Another device was used to complete the case. There was no patient injury.